Manufacturer narrative:
Customer has not returned the affected devices, and has not identified the affected batch/lot numbers. Additional manufacturer narrative: this complaint could neither be confirmed or denied as no information was provided pertaining to the batch identification number. The root cause could also not be determined.

Event description:
The customer has reported that they are not able to withdraw the balloons they sheath. They are having to remove the sheath each time to remove the balloon they sheath. They are having to remove the sheath each time to remove the balloon. The customer has reported that this has happened on several occasions, but have not provided specific dates. No harm or impact to any patients have been indicated by the customer.

Event description:
Follow-up report to submit additional information not known at time of initial submission.

Manufacturer narrative:
Customer has not returned the affected devices, and has not identified the affected batch/lot numbers.

Event description:
The customer has reported that they are not able to withdraw the balloons they sheath. They are having to remove the sheath each time to remove the balloon they sheath. They are having to remove the sheath each time to remove the balloon. The customer has reported that this has happened on several occasions, but have not provided specific dates. No harm or impact to any patients have been indicated by the customer.